Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm displayed a reading of 257 mg/dl. This value was later determined to be inaccurate. In response, the patient self-administered 9 units of insulin. No blood glucose (bg) meter reading was reported at the time. The patient was using a tandem mobi insulin pump. At an unspecified time, following insulin administration, the patient developed a headache and contacted emergency medical services (ems). Upon arrival, ems provided on-site treatment for hypoglycemia. The patient was unable to recall the specific medication administered. No bg meter or cgm values were documented during or after the ems intervention. The patient was not transported to the emergency room and was reported to be ¿fine¿ at the time of follow-up on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.